Event description:
The patient experienced surging and a lead was replaced in (B) (4) 2009 (reference mfg report 3004209178200901121). The patient continued to feel surging. The implantable neurostimulator was replaced in (B) (6) 2010 (reference mfg report #3004209178201002393). The patient continued to feel surging sensation with stimulation. There were positioning difficulties associated with the leads. The leads were replaced. There was no patient injury associated with the event. The patient recovered without sequela after replacement. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The implantable neurostimulator lead and extension have been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.